Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal circumflex with one 3.0 x 18 mm xience v stent. In a staged procedure on (B)(6) 2008, the patient underwent an additional stenting procedure in the posterior atrioventricular segment with one 2.5 x 18 mm xience v stent and in the mid right coronary artery (rca) with one 3.0 x 18 mm xience v stent. On (B)(6) 2011, the patient was hospitalized with chest pain, positive functional ischemia study, elevated cardiac enzymes and electrocardiogram changes which were diagnosed as a st elevation myocardial infarction. On (B)(6) 2011, the patient underwent cardiac catheterization and was found to have thrombus in the mid rca 3.0 x 18 mm xience v stent. Thrombectomy and balloon angioplasty was performed. On (B)(6) 2011, the patient again underwent cardiac catheterization which revealed patent index stents but was found to have stenosis in the first obtuse marginal artery off the distal circumflex which was revascularized. The patient's condition resolved and the patient was discharged home on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 3.0 x 18 mm and 2.5 x 18 mm; aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, myocardial infarction, and thrombosis as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.